Manufacturer narrative:
Updated information: b5 narrative updated. D6b explant date added. H6 med dev prob code changed from a141101 to a150204, a0709, a141102.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. Purge flow dropped from 16 to 7. Motor current was stable. Tissue plasminogen activator with the purge line was noted. Additional information states placement signal not reliable with inaccurate waveforms had occurred. Correct placement was verified with tee. There was difficult insertion with possible sensor damage. No patient updates.

Event description:
The patient did not experience any adverse events; the intervention of the tissue plasminogen activator (tpa) was successful at the 24-hour mark.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. Purge flow dropped from 16 to 7. Motor current was stable. Tissue plasminogen activator with the purge line was noted.